Event description:
A nurse reported a temporary lack of connection of the footswitch with the system before cataract surgery with intraocular lens (iol) implant. The footswitch cable might have been kinked. There was no patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4). Evaluation summary: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch cable was replaced. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).